Event description:
It was reported that a polaris ultra ureteral stent was used in a ureteroscopic lithotripsy procedure. During the procedure and inside the patient, when the suture line was pulled, it was noticed that one end of the coil broke off. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil detached inside the patient.